Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent act, up and down buttons response due to moisture damage on the keypad traces. No frozen screen noted. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the insulin pump is frozen and has a button error alarm. Customer wears the device in their bra and it is hot and humid. Customer advised the keys are unresponsive and for the 3rd time in the last few months they have received a button error alarm. Customer was able to clear the alarm in the past but cannot do so this time. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.